Event description:
It was reported that the catheter was replaced due to fracture. The fracture was close to the spinous process, cause was not known. The patient symptoms reported was "sudden loss of therapy." The drug infused via the pump was compounded baclofen.

Manufacturer narrative:
(B)(4).